Event description:
It was reported that a patient notifier was received and the patient presented to the clinic. The device was interrogated and revealed a high and out of range pacing impedance value on the right ventricular (rv) lead. All other electrical parameters were stable and in range. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating there was an allegation of lead fracture; however, there were no visible anomalies to the lead during the explant procedure.